Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified wear abrasion, creases fold, yellow and brown particles, and opening(curved) on posterior. Leak test and microscopic analysis was performed which identified an opening crease (smooth) on posterior and sharp opening on fill channel. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a sharp opening on fill channel due to an unidentified (tear) opening, and an opening crease (smooth) on posterior due to fold(flaw) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.